Event description:
In january 2014, rayner intraocular lenses limited received notification from a customer that m-flex 580f iols they had received in an earlier shipment documented the overall diameter of the device incorrectly as 6.25mm. The correct overall diameter of the device is 5.75mm. An investigation was instigated upon receipt of this notification and further eval of the reported labelling error identified that all m-flex 580f +28.0d, +28.5d and +29.0d add +3.0d device batches were affected by this issue. As a result of the findings of rayner intraocular lenses limited's investigation, a precautionary voluntary recall was initiated in (B)(4). For further info please refer to rayner intraocular lenses limited's MDR 9611165-2014-00011.

Manufacturer narrative:
Rayner intraocular lenses limited reports the following investigation findings; a review of existing vigilance data from the month of manufacture of the affected m-flex 580f iol batches (january 2012) confirms that no reports, other than the initiating report that the label optic graphic incorrectly identified the optic diameter as 6.25mm as opposed to 5.25mm, received from the (b))(4) distributor has been received against the m-flex 580f iol batch 012e32862. No reports, of any nature, have been received against the m-flex 580f iol batches 012e32861 and 012e32863. No info has been received by rayner intraocular lenses limited to indicate that any adverse consequences have occurred following implantation of the m-flex 580f iols subject to the 580f-14 fsca.